Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when the surgical tech attempted to remove the suture off of the device. The needle broke into two (2), one piece of the needle was stuck in the device and it never reached the patient. The surgeon was aware of the situation and was able to free the needle from the device the two (2) pieces of the needle (equivalent of 1 suture needle) were sewn on to the surgical tech's sterile field. There was no patient harm.